Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed a cut / tear near the hose connector on the device. Therefore the reported condition was confirmed. Evidence suggests this was due to usage / wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that a hole was observed in the hose near the foot pedal of the foot control device. It was unknown to the reporter if the device was used in surgery.  It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available.  It was unknown if injuries or medical intervention were reported.  All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.